Event description:
It was reported, that the camera head experienced an image problem, during preparation for use. For an unspecified procedure. When the camera head is plugged in, the buttons do not work and all that is displayed is a color bar. There were no reports of patient harm, injury or death.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The customer's allegation was confirmed, due to a bad cable unit connector. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head experienced an image problem during preparation for use for an unspecified procedure. When the camera head is plugged in, the buttons do not work, and all that is displayed is a color bar. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.